Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the receiving inspection the product, it was found that there was a bug in the shrink wrap. No adverse events have been reported as a result of the malfunction as there was no patient involvement.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection confirms that the box did have a bug inside of the shrink wrap. Device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported event is operator failure to notice the bug during packaging/inspection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.